Event description:
As reported: "pt underwent primary reverse shoulder replacement on (B)(6) 2024. During surgery, the surgeon was unable to complete the surgery. Bone grafting of glenoid bone (using patient's humeral head) under glenoid rev 2 baseplate, was the plan. Bone quality, in both humeral head and glenoid, was found to be very poor/osteopenia. During impaction of bone/prosthesis construct onto prepared glenoid surface, the graft collapsed, and the glenoid vault was unsupportive / soft. Surgeon decided to abandon original plan, and convert to a hemi prosthesis, & graft the glenoid defect, as the 1st stage of a now 2-stage procedure. During surgery on (B)(6) 2024, hemi head removed. Grafted glenoid bone was solid, according to surgeon. Multiple specimens taken. Perform reverse glenoid prosthesis implanted, along with ascend flex reverse tray and poly. Prosthetic shoulder joint reduced and was stable through range of motion".

Manufacturer narrative:
Based on the available information the device was discarded and not available for return if additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
As reported: "pt underwent primary reverse shoulder replacement on (B)(6)2024. During surgery, the surgeon was unable to complete the surgery. Bone grafting of glenoid bone (using patient's humeral head) under glenoid rev 2 baseplate, was the plan. Bone quality, in both humeral head and glenoid, was found to be very poor/osteopenia. During impaction of bone/prosthesis construct onto prepared glenoid surface, the graft collapsed, and the glenoid vault was unsupportive / soft. Surgeon decided to abandon original plan, and convert to a hemi prosthesis, & graft the glenoid defect, as the 1st stage of a now 2-stage procedure. During surgery on (B)(6)2024, hemi head removed. Grafted glenoid bone was solid, according to surgeon. Multiple specimens taken. Perform reverse glenoid prosthesis implanted, along with ascend flex reverse tray and poly. Prosthetic shoulder joint reduced and was stable through range of motion".